Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer stated that their blood glucose levels were impacted. Customer stated they had a high blood glucose level of 275 mg/dl and a low blood glucose level of 54 mg/dl. Customer addressed both blood glucose levels and stated they have back up manual injections for continued insulin therapy.